Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the problem was due to a bad overlay screen.

Event description:
It was reported that the stylus was out of calibration. It worked on the left side of the screen but was up to an inch off in other areas. Recalibration did not correct the issue. There was no patient involvement or complications reported as a result of this event.